Event description:
Senseonics was made aware of an incident where the customer experienced a hypoglycemia event on (B)(6) 2023 at 11:10 am. The customer reported that sensor glucose (sg) was 156 mg/dl where as the measured blood glucose (bg) value was 44 mg/dl. The customer complained of not being alerted by eversense cgm system. The customer self resolved the incident by eating something and then taking insulin. The customer did not seek any medical treatment.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the reported event on (B)(6) 2023, could not be confirmed as there were no corresponding calibration (blood glucose) entries at the time of incident, when the system was displaying a sensor reading of 156 mg/dl. The overall system performance was evaluated and it was determined that the system was taking longer to stabilize after insertion. Due to this behavior, a return material authorization (RMA) was authorized for the sensor to be returned for further investigation. As part of the standard returned product analysis, a sensor functional performance test was performed on the returned sensor following the decontamination process. This test measures the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations and temperature changes, and compares the results to the performance measured during the initial manufacturing of the same sensor. A review of the test results did not reveal any malfunction. Hence, the root cause of the issue cannot be conclusively determined based on the returned product analysis. In some instances, the failure mode (sensor performance) that presents itself in the body cannot be reproduced in the lab upon returned product analysis mainly as the test conditions do not replicate the exact conditions in-vivo at the time of failure, and the explant and subsequent decontamination of the product might also alter the state of the sensor. Based on historical data of similar incidents, the potential root cause of the issue could be attributed to insufficient hydration of chemical component of the sensor.